Event description:
Later, healthcare professional confirmed right side rupture confirmed via MRI and capsular contracture baker grade iii.

Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 d9 g1 g2 h3 h6. Clarification to b3 partial date of event: 2023 was provided. Laboratory analysis summary: the device related to the reported event of rupture, visibility/palpability, pain and capsular contracture was received on (B)(6) 2025 with lot number 343562. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as fold flaw opening, inconclusive and an opening assessed as fold flaw opening. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient called to report a right rupture, right pain, and right hardening. Later, healthcare professional confirmed right side rupture confirmed via MRI and capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Patient called to report a right rupture, right pain, and right hardening. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.